Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/30/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use were observed. Although this was noted as an out of box failure, upon microscopic inspection, specs of blood were noticed on the silicone insulation of the jaws. No blood was observed on the cannula or c-ring. The silicone insulation was observed to be intact. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The c-ring was observed to be intact with no visual defects. The scope wash tubing was observed to be transected and broken near the base of the c-ring. Based on the returned condition of the device and investigation results, the reported failure "break; scope wash tubing", as well as the analyzed failure "material twisted/bent; wire" was confirmed. The lot # 3000362211 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 inside plastic connector was twisted and broken after opening it. When product was opened, it was inspected before use and harvesting team noticed that of the two wires connecting to the c-ring, one was disconnected which should not be the case. Harvester deemed it broken, handed it back out of sterile field and opened a new device before the procedure began. The device was not contaminated and the patient was not affected. A new device was used to complete the procedure. There was no procedural delay.

Manufacturer narrative:
Tw # (B)(4).